Event description:
Complainant alleged that during a routine shift check by a clinician, the device inappropriately shut down and failed self-test for defib and pacer functions. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was observed during review of the device logs. However, the device was put through extensive testing, which included power cycling, hot-swapping batteries and defib functions without duplicating the report. The device was recertified and returned to the customer. No trend is associated with reports of this type.